Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to impedances being greater than 2,000 ohms. A new lead was successfully implanted. No adverse patient effects were reported.

Event description:
Additional information received from the local sales representative states that this lead also had high pacing thresholds. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.